Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, forward firing was observed. There was no further information reported. There was no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-619a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 14,856. Time expended: 3:11 minutes. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with a second fiber.